Event description:
Dimension rxl/hm results for the troponin assay were incorrectly low for a number of pt samples and no error flag was generated. During troubleshooting with the customer, it was determined that there was no color development during the analyses indicative of poor hydration of the assay reagents. The probe (r2) that performs hydrations was then changed and aligned per the maintenance instructions and correct results were obtained. None of these affected sample results were reported out.